Event description:
It was reported that the instrument fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part found signs of repeated use (nicked or gouged) and the weld connected components 9 & 2 components have fractured and components 14 & 16 were not returned. Sem analysis of the stylus post ¿ tower bushing sample showed that the weld fracture didn¿t reveal fracture artifacts that would determine the mode of fracture. Sem micrographs of the weld fracture shows that it was smeared and did not show any fracture features. DHR was reviewed and no discrepancies were found. Package insert instrument/provisional use, care and sterilization, indicates that failure to follow these instructions could result in instrument or provisional breakage and potential adverse effects on user(s) or patient. Use only instruments and provisionals specifically designed for use with their associated devices. Misuse reduces useful life and/or increases injury risk. Repeated processing according to these instructions has minimal effect on zimmer reusable manual instruments. End of life is normally determined by wear and damage due to use. Do not use cutting/sharp instruments with dull or deformed edges or instruments/provisionals that are deformed, corroded, damaged or worn, they may not perform as intended. Do not subject instruments to high loads and/or impact as breakage can occur. Inspect all instruments/provisionals carefully prior to each use. However, a definitive root cause cannot be determined with the information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.